Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: over/under correction, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced over/under correction. The lens was exchanged with a same length, but different power lens and the problem was resolved. The cause of the event was reported as user error and noted "incorrect data was originally used for the calculation".